Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.0.1, ubd: , UDI#: h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. The logs were reviewed. The logs did not capture any ungraceful shutdown before the issue date, no segfault, no core file, no graphics processing unit (gpu) crash, no database corruption or any other abnormalities on the issue date, which could cause the reported behavior. The system was booted 4 time successfully on the issue date and no grub failure or any abnormalities were seen while booting. Upsdaemon logs also did not capture any error or abnormalities related to the uninterruptable power supply (ups) or battery. Logs did not capture any evidence of the root cause for the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during servicing. It was reported that the manufacturer representative noted that the system booted-up with no-signal detected error message. On system reboot this issue resolved. There was no patient involvement.